Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Event description:
Customer reported he was experiencing high blood glucose of 453 mg/dl and the insulin pump went into threshold suspend. Customer stated the sensor glucose was 60 mg/dl and blood glucose was 453 mg/dl. Customer was advised that a non-optimal insertion may impact sensor performance during the first day of sensor use. The sensor was flat against the skin and sensor has been in for four days. Customer was advised to change orientation of transmitter to reduce movement. Customer was advised to remove sensor. No input signal was being read from the sensor. No further information reported.